Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential (B)(6) troponin (tni) on the triage cardiac panel versus the lab analyzer. The pt has a history of emergency room visits with chest pain. On (B)(6) 2012, pt's edta whole blood was tested for ck, myo and tni. The emergency room doctor questioned the elevated tni result based on symptoms and history of frequent emergency room visit and ordered a lab draw. Pt samples were run on two triage meters (serial numbers unk). The pt was admitted for chest pain and is still in the emergency room. EKG result and medication history not known. On (B)(6) 2012, customer called and reported running pt sample on lot w49727 and getting a result of 0.14 for tni. The test was repeated on lot w49690 and resulted in a negative tni (specific valve not provided).